Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated she developed an ulcer to the right of her stoma about three weeks ago. She develops these from time to time. The ostomy nurse recommended stomahesive powder and eakin seals. Discussed pressure development from convexity. She does use a belt. Declined trying a different product for fear of leaking.